Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the instrument broke during procedure, all pieces were removed from patient.

Manufacturer narrative:
The device manufacture date is not known. Alleged failure: while using in abdomen to pull mesh more lateral, the dr felt a snap. Instrument was removed and unable to stay straight. Instrument was broken. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be excessive force, or rotational force with the jaw under load. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported the instrument broke during procedure, all pieces were removed from patient.